Manufacturer narrative:
Analysis was performed on the returned device. The reported needle to cuff miss was confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Based on the reported information and the observations from the returned device analysis, a definitive cause for the reported issue could not be determined. It is unknown how the device was deployed outside the patient anatomy. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: health effect - impact code correction - code 4641 was removed and replaced with 4656.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted with two prostyle devices using a 6f sheath after a percutaneous transluminal angioplasty procedure. Reportedly, with both devices, cuff misses occurred as the sutures could not be verified when the plungers were removed. Manual compression was ultimately used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. Subsequent to the initially filed report, the following additional information was received: analysis of both devices noted there was no blood in or on the devices. Follow up with the site was conducted. It was reported that the devices were opened but not used during the procedure. They were deployed outside the patient anatomy and cuff misses occurred. There was no patient involvement. No additional information was provided.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted with two prostyle devices using a 6f sheath after a percutaneous transluminal angioplasty procedure. Reportedly, with both devices, cuff misses occurred as the sutures could not be verified when the plungers were removed. Manual compression was ultimately used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch report number.